Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple loss of prime warnings. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box revealed the data within the time frame of the complaint had been overwritten due to continued pump use. There was no evidence in the pump¿s black box data of related issues. The pump successfully completed a prime sequence, bolus delivery, and 24-hour exercise test without issue. The force sensor was found to be properly calibrated. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.